Event description:
During deployment of the mynx control 5f vascular closure device (vcd) in common femoral artery due to calcium, as opposed to an extravascular deployment, the peg material blocked blood flow to patients leg requiring surgical removal of the material. The patient recovered nicely and endarterectomy was also performed to remove calcium. After the procedure, a rain sheath was used in conjunction with the mynx control vcd. The vessel was slightly shallow with tortuosity. There was no damages noted to the sealant sleeve. The device was not stored in temperature exceeding 25 °c. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The sheath securely and successfully connected to the mynx. Button one was fully depressed and the balloon inflated. Button two was depressed and the balloon was deflated after the plug was released with no resistance noted. The peg material blocked blood flow to patients leg requiring surgical removal of the material. The plug was not discovered until some time after mynx was used and the mynx control was discarded at that point. No other information was provided.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During deployment of the mynx control 5f vascular closure device (vcd) in common femoral artery due to calcium, as opposed to an extravascular deployment, the peg material blocked blood flow to patients leg requiring surgical removal of the material. The patient recovered nicely and endarterectomy was also performed to remove calcium. After the procedure, a rain sheath was used in conjunction with the mynx control vcd. The vessel was slightly shallow with tortuosity. There was no damages noted to the sealant sleeve. The device was not stored in temperature exceeding 25 °c. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The sheath securely and successfully connected to the mynx. Button one was fully depressed and the balloon inflated. Button two was depressed and the balloon was deflated after the plug was released with no resistance noted. The peg material blocked blood flow to patients leg requiring surgical removal of the material. The plug was not discovered until some time after mynx was used and the mynx control was discarded at that point. No other information was provided.

Manufacturer narrative:
During deployment of the mynx control 5f vascular closure device (vcd) in common femoral artery, the peg material blocked blood flow to patients leg requiring surgical removal of the material. The patient recovered nicely and endarterectomy was also performed to remove calcium. After the procedure, a rain sheath was used in conjunction with the mynx control vcd. The vessel was slightly shallow with tortuosity. There was no damages noted to the sealant sleeve. The device was not stored in temperature exceeding 25 °c. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The sheath securely and successfully connected to the mynx. Button one was fully depressed and the balloon inflated. Button two was depressed and the balloon was deflated after the plug was released with no resistance noted. The mynx control vcd was deployed in the common femoral artery due to calcium as opposed to an extravascular deployment. Afterward, the peg material blocked blood flow to the patient's leg requiring surgical removal of the material. The patient recovered nicely and endarterectomy was also performed to remove calcium. The plug was not discovered until some time after the mynx was used therefore, the mynx control was discarded at that point. No other information was provided. The product was not returned for analysis. A product history record (phr) review of lot f2129901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant inaccurate placement (intravascular)¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the calcium reported, may have contributed to the reported event. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.